Event description:
A site representative reported that, while in a spinal fusion procedure a heat shield/vent cover fell on the imaging system, causing the system to become damaged. The site representative reported the site was able to take a spin prior to the damage occurring. The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the covers of the imaging system were cracked, due to the heat shield/vent cover that fell on the imaging system, and the door to the inside of the gantry is hanging loose. On (B)(6) 2015 a medtronic representative replaced the covers and reported that due to damage from the outer covers that hung in the pathway of the inner louver, when the site attempted a 3d spin the louver was over extended and louver arms snapped. Replacement louver hinges shipped to site for issue resolution. On (B)(6) 2015, a medtronic representative replaced the damaged components and performed an imaging system check-out, all areas passed. No parts have been received by the manufacturer for analysis.